Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the customer turned the pump off, and when the pump turned back on, the pump reset. Customer reported a blood glucose level of greater than 500 (mg/dl) that was addressed with an insulin injection. It was reported that the customer will reload the existing cartridge and resume insulin therapy with the pump.